Event description:
The following was reported to gore on november 25, 2024 from the imedidata study database: on an unknown date, this 65 year-old patient underwent an endovascular procedure and was implanted with unknown aortic endovascular endoprostheses to presumably treat a common iliac artery aneurysm. It appeared that a gore® excluder® iliac branch component ceb/unk was used. It is unknown if additional gore® excluder® aaa endoprostheses were employed. On (B)(6) 2020, a percutaneous reintervention for a visceral perfusion concerning a common iliac artery aneurysm accessed through the femoral artery was performed. The patient was implanted with a gore® viabahn® vbx balloon expandable endoprosthesis in the right internal iliac artery. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. On (B)(6) 2024, the patient was noted to have a type 1a endoleak of the evar and a type 1b endoleak from the vbx device. The event led to prolonged inpatient hospitalization and a reintervention. On (B)(6) 2024, the patient underwent an endovascular reintervention for endoleak in the right internal iliac artery. Vbx device was noted to have patency restored at the end of the procedure. The patient was discharged home (B)(6) 2024. It is currently unknown if the reported type 1a endleak was also resolved during this procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Further details were requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5 describe event or problem: updated due to additional information received. Further details were requested from the study coordinator, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. D10, concomitant medical products: replaced "gore® excluder® iliac branch component ceb" with "gore® excluder® aaa endoprosthesis unk/unk". The explanted gore® excluder® aaa endoprosthesis (gore® excluder® conformable trunk-ipsilateral leg endoprosthesis unk/unk) stated in the event description was captured in MFR# 3007284313-2025-03692.

Event description:
The following was reported to gore on november 25, 2024 from the imedidata study database: on an unknown date, this 65 year-old patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It appears that on (B)(6) 2019, follow-up imaging revealed an aneurysm of the right common iliac artery (ciaa). It appears that on (B)(6) 2020, a gore® excluder® iliac branch component ceb/unk was implanted to treat the cia aneurysm. It also appears that a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the right hypogastric artery to solve a type 1b endoleak observed on the gore® excluder® ceb component intra-procedure. The gore® viabahn® vbx was confirmed patent when the procedure concluded. Between (B)(6) 2020 and (B)(6) 2023, yearly routine follow-up imaging verified the gore® viabahn® vbx component had remained patent throughout. It appears that during a follow-up examination on (B)(6) 2024, a type 1a endoleak pertaining to the initially gore® excluder® trunk-ipsilateral leg component and a type 1b endoleak pertaining to the gore® viabahn® vbx balloon expandable endoprosthesis implanted (B)(6) 2020 were found. Reportedly, the reason for the type 1a endoleak was believed to have been due to dilation of the proximal aortic neck. However, an aneurysm enlargement was not reported. As for the reason for the type 1b endoleak, aneurysmal degeneration of the hypogastric artery was reported. On (B)(6) 2024, all gore® excluder® aaa endoprostheses were explanted with the gore® excluder® iliac branch component ceb reportedly preserved. The type 1b endoleak on the gore® viabahn® vbx balloon expandable endoprosthesis was reportedly solved. The patient was discharged from hospital on (B)(6) 2024.

Manufacturer narrative:
B5 describe event or problem: updated due to additional information received. The reported information indicates that the root cause of the endoleak associated with the vbx device is patient condition, i.e., aneurysmal degeneration.

Event description:
On (B)(6) 2024 the following was reported to gore from the imedidata study database: on an unknown date, this 65-year-old patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2019, follow-up imaging revealed an aneurysm of the right common iliac artery (ciaa). To treat the ciaa condition, the patient received a gore® excluder® iliac branch component ceb during an endovascular procedure on (B)(6) 2020 during which the right limb of the initially implanted gore® excluder® aaa endoprostheses was reportedly extended with this iliac branch component ceb. Additionally, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted into the right hypogastric artery to solve a type 1b endoleak observed on the gore® excluder® ceb component intra-procedure. The gore® viabahn® vbx was confirmed patent when the procedure concluded. Between (B)(6), 2020 and (B)(6) 2023, yearly routine follow-up imaging verified the gore® viabahn® vbx component had remained patent throughout. It was reported that during a follow-up examination on (B)(6) 2024, a type 1a endoleak pertaining to the initially gore® excluder® trunk-ipsilateral leg component and a type 1b endoleak pertaining to the gore® viabahn® vbx balloon expandable endoprosthesis implanted (B)(6) 2020 were found. Reportedly, the reason for the type 1a endoleak was believed to have been due to dilation of the proximal aortic neck. Also, additional information received from the physician stated that between 2020 and 2024, the abdominal aneurysm had grown from 60 mm to 100 mm. As for the reason for the type 1b endoleak, aneurysmal degeneration of the hypogastric artery was reported. On (B)(6) 2024, all gore® excluder® aaa endoprostheses were reportedly explanted. Both the gore® viabahn® vbx balloon expandable endoprosthesis and the gore® excluder® iliac branch component ceb were however reported preserved and a second gore® viabahn® vbx device was connected to the latter to solve the type 1b endoleak. The patient was discharged from hospital on (B)(6) 2024.